Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Concomitant product(s): a 14-103660, univ 2-hole shl 60mm lnr sz 25, 607000; ep-105995, epoly 36mm rlc lnr mrom sz25, 632800; 51-106090, tprlc 133 mp type1 pps so 9.0, 3411814; unknown screw. Report source, foreign - the event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that during a left total hip arthroplasty procedure the patient experienced blood loss of 1805 cc. It was reported that the surgeon used posterolateral surgical approach. The duration of surgery was 90 minutes from incision to closure. Attempts have been made and additional information on the reported event is unavailable.